Event description:
It was reported that the external pulse generator (epg) was given to the biomedical engineer (be) as "broken." The be replaced the lithium battery with an alkaline battery and the epg powered on without any issue. The lithium battery will be checked for the voltage. The epg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).